Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the weight the device within specification and a curved opening. A microscopic analysis was performed which identified: two striated openings on the radius and non-penetrating nick striated. Based on the device analysis the final assessment is: two striated openings on the radius assessed as surgical damage consist in the use of some surgical tool. Nick striated on the radius assessed as surgical tool scratch like. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture (grade iii). The device was explanted.